Event description:
It was reported that during testing conducted at the user facility cutting blades broke while in use with the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility, cutting blades broke while in use with the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device breaking blades was not able to be duplicated by a manufacturer repair technician through functional evaluation. However, upon disassembly, a loose drive link was found, which can lead to blade whip severe enough to break blades.